Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation cannot be confirmed. Procedural factors (guidewire manipulation, device manipulation) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a ventricular perforation occurred during the deployment of a 23mm sapien 3 valve. During the procedure, as the flex catheter was pulled back, the nosecone traveled ventricular 4 to 5mm, but no hemodynamic issues were observed after waiting several minutes. Following the deployment of the sapien 3 valve and retraction of the delivery system into the aorta, the patient's blood pressure did not recover. The patient&#38112;chest was opened and a perforation through the apex/left ventricle (lv) was found. The lv perforation was repaired and the patient's chest was closed. The patient was transferred to the ICU in stable condition. The native annular valve area measured 490mm2 by CT. No annular calcification and moderate native leaflet calcification were reported. The exact cause of the lv perforation could not be confirmed. It was speculated that the lv perforation may have been caused by the guide wire or the delivery system nosecone.